Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation, the iol came damaged out of the cartridge. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Returned photo shows implanted intraocular lens (iol). One haptic appears to be folded over the optic. The iol appears to be cracked/fractured at the optic edge. A long line/mark is visible over the optic. The complainant states the use of a non-company viscoelastic, which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
According to additional information received, the lens was removed and replaced with a backup lens in an initial procedure. The affected eye was right eye. There was no patient impact. The sample (iol) is not available, it was discarded.